Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump passed the dat test at 0.08715 inches. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit received with minor scratched display window and case.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to a blood glucose level of 584 mg/dl, which was later brought down to 432 mg/dl. The customer was wearing the insulin pump at the time of admission. Review of the insulin pump's alarm history showed a stuck button alarm. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.